Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the tampon fell apart leaving pieces inside. She alleged tampon pieces came out in her period blood. She did not seek medical attention and was doing fine.